Event description:
During an arthroscopic surgical procedure, the physician reported hearing an alarm from the coblation system. Upon extracting the wand from the pt's body, he allegedly found that the electrodes, located at the distal end of the arthrowand, had broken off. The physician was forced to delay the procedure for approximately one hour while a new arthrowand was introduced and the surgical site was examined for the detached device fragment. It is unk if the device fragments were recovered and, if so, the method used in that recovery. No pt complications were reported as a result of this event.

Manufacturer narrative:
Once the device has been returned for investigation, a follow up report will be provided with the results of the investigation.